Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt's monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components (B)(6). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective components. The pt received a replacement monitor.